Event description:
A report was received per social media that the patient was experiencing multiple problems including pain after the patient underwent two surgical procedures to explant the scs. It was noted that the paddle lead had imploded in the patients spine and when the physician explanted the paddle lead, seven contacts came off which prolonged the patients surgery.